Event description:
It was reported by the field service representative (fsr) that the iabp died when unplugged from the wall during use. After the case, the iabp passed the battery load test. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp died when unplugged from wall is not able to be confirmed. The pump was serviced and the issue could not be replicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the field service representative (fsr) that the iabp died when unplugged from the wall during use. After the case, the iabp passed the battery load test. There was no report of patient complications, serious injury or death.